Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of uti and peritonitis (characterized by abdominal pain) which warranted antibiotic therapy. The pdrn attributed the cause of the peritonitis to a severe uti the patient contracted while residing at the rehabilitation facility. Per the pdrn, the patient¿s serious adverse events were unrelated to the utilization of any fresenius product(s) and device(s). Of all the gram-negative organisms, those from the enterobacteriaceae family are the most common causes of pd-related peritonitis. Based on the information available, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused or contributed to the serious adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Additionally, the patient¿s broken ankle was an incidental finding and unrelated to pd therapy. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was at rehabilitation hospital and got a urinary tract infection (uti). The infection had spread to the stomach. Upon follow up, the patient¿s pd registered nurse (pdrn) reported the patient fell and broke an ankle, after tripping over a dog/cat. The patient required hospitalization and minor surgery to correct the patient¿s ankle/foot (timeline and specifics not provided). On approximately (B)(6) 2020, the patient was transferred from the acute hospital to a rehabilitation hospital for deconditioning, strength training, and gait stability training. While residing at the rehabilitation hospital, the patient was diagnosed with a severe urinary tract infection (uti) which progressed into abdominal pain and bacterial peritonitis. The pdrn reported peritoneal effluent fluid cultures were positive for enterobacter cloacae, and the patient was treated with intraperitoneal (ip) cefepime 2000 mg x 21 days. The patient continued to undergo ccpd while hospitalized (acute and rehabilitation admissions) and was discharged home on (B)(6) 2020 in stable condition. The pdrn stated the patient is recovering from the events and continues to perform ccpd therapy at home, utilizing the same liberty select cycler as before the hospitalization. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.